Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed the user advisory 07 (discrepancy between load 1 and load 2 too large) message was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was failed load cells. The archive data indicated ua07 errors, confirming the reported complaint. The autopulse platform failed functional testing due to ua07 displayed upon powering on, confirming the reported complaint. The load cell characterization check revealed overreporting load cells, which were replaced to address the reported complaint. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During the resuscitation attempt, the autopulse platform (sn (B)(6) displayed the user advisory 07 (discrepancy between load 1 and load 2 too large) message upon powering up. The customer attempted to troubleshoot by replacing the lifeband, lifting the lifeband, and checking the patient, but the error persisted. Additionally, the customer checked the driveshaft home position, and it was showing all zeros. The crew reverted to manual CPR for the rest of the call. No consequences or impacts on the patient.